Event description:
Info received on 9/12/97 indicates an ipp device was implanted "20-30" yrs ago, date not provided. The entire device was removed from the pt on 8/6/97 due to a malfunction and pt request. A dynaflex device was implanted.